Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated laser was manufactured on november 6, 2014. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing less power delivery from the slit lamp before a procedure. There was no patient involvement. Additional information has been requested.